Manufacturer narrative:
(B)(4). A companion sample is being returned for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. Root cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain. (Drain volume = 26ml). The technical service representative (tsr) assisted the hp into fill 1. The hp noticed air in the patient line. The tsr assisted to stop therapy for the hp. The hp would replace the set up and restart with new bags and cassette. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient stated that after starting over with new supplies no further issues were found. No further information is available at this time.